Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that changing from program b to program a resolved some of their dyskinesia and dystonia symptoms. It was noted that it was better than being on b.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are on program b and were having sudden dyskinesia and dystonia symptoms since (B)(6) 2016. It was stated that they notified the healthcare provider (hcp) who suggested they try program a. Follow up information received from the hcp on (B)(6) reported that the patient has moved to group a until they can be programmed again in clinic. It is unknown if the issue resolved. The patient's indication for implant is parkinson's dual and movement disorders.